Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a 22fr gore® dryseal sheath with hydrophilic coating (dsl2228j/17213997) was used as part of a thoracic endovascular aortic repair. The sheath was inserted from the right side, and a stent-graft was advanced and implanted at its target landing site. After the device was implanted, a rupture of right common iliac artery was reportedly observed. According to the report, access vessel size (4.8 mm in diameter) being smaller than the sheath outer diameter (8.3 mm) may have been a contributing factor to the rupture. Details surrounding treatment of the rupture are unknown. The patient tolerated the procedure.